Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The returned baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the screen started to flicker and it went off. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.